Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 16-apr-2018 with the following findings: during investigation, the pump was powered on and the display was found to be dim with reddish text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim/fading display. This report is made based on results of investigation completed on 16-apr-2018.